Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that after surgery, it was noted that the blade broke. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.

Manufacturer narrative:
The conclusion of the investigation into the associated handpiece reported in this event concluded that the service technician found the front end corroded during the device evaluation. Based on a review of the device risk documents and previous similar events, the presence of corrosion or debris in the front end may cause or contribute to the reported event. Blade mount was replaced to address blade breakage and the device passed the final inspection before it was returned. As a result the blade is considered concomitant to the handpiece in this event.

Event description:
It was reported that after surgery, it was noted that the blade broke. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.